Event description:
Information received indicates the siderail cannot be latched.

Manufacturer narrative:
The technician found the mounting pin on left foot siderail was bent, preventing the siderail from being raised or lowered. He replaced the mounting pin to repair the bed.